Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system underwent a heart transplant in december 2021. During the procedure, the surgeon cut the electrode and removed the tip portion that included the sensing ring and coil. The device was left programmed on with the terminal portion of electrode still connected. High, out-of-range shock impedances of greater than 400 ohms were observed. Since august 2022 the patient has reported several events of discomfort, like a current drain in their chest, which were aligned with the device delivering shocks. The episodes recorded by the device showed oversensing of excessive noise caused by the cut electrode. On august 12, 2022 the patient presented to the hospital with these sensations. While in the hospital the patient had two true ventricular fibrillation (vf) episodes, as observed on the external monitor, that were successfully converted with external shocks. During these events, the device did not store any episode. The physician was questioning whether shocks delivered through the cut electrode could have induced the vf. The device was programmed off. The patient has recovered and the physician is awaiting advice from boston scientific.

Manufacturer narrative:
This report will be updated when additional information is received. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system underwent a heart transplant in december 2021. During the procedure, the surgeon cut the electrode and removed the tip portion that included the sensing ring and coil. The device was left programmed on with the terminal portion of electrode still connected. High, out-of-range shock impedances of greater than 400 ohms were observed. Since august 2022 the patient has reported several events of discomfort, like a current drain in their chest, which were aligned with the device delivering shocks. The episodes recorded by the device showed oversensing of excessive noise caused by the cut electrode. On august 12, 2022 the patient presented to the hospital with these sensations. While in the hospital the patient had two true ventricular fibrillation (vf) episodes, as observed on the external monitor, that were successfully converted with external shocks. During these events, the device did not store any episode. The physician was questioning whether shocks delivered through the cut electrode could have induced the vf. The patient has recovered and the physician is awaiting advice from boston scientific. Additional information was received. The device and electrode were explanted the following week. The physician determined that no new implantable device was necessary based on the patient's medical condition. Technical services and engineering reviewed the available device data and episodes, as well as the provided x-rays. It was deemed possible for shocks delivered into a cut electrode to induce a vf, but that was unlikely in this case as electrode functionality was minimal and placement produced a suboptimal shock vector/tissue contact. Positioning of the cut end was at base of the heart and near the abdominal muscles. The engineers believed that muscle stress was generating the myopotential baseline noise observed during the recorded episodes.